Manufacturer narrative:
H10: per good faith effort (gfe) received 08jan2024, the manufacturer's product support engineer (pse) evaluated the device, and the reported issue was not confirmed, there is nothing wrong with the device. No further information is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has not been confirmed unit did not meet product specifications. No fault found. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device has an overvoltage protection failure, and it was observed that it may have been caused by a faulty power board. It was reported there was no patient involvement at the time the issue was discovered.